Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 99 mg/dl at the time of the incident. Customer states they were able to clear the alarm and able to complete rewind. Customer states receiving another alarm after a battery change. The customer was assisted with troubleshooting. Device will not be return for analysis.